Manufacturer narrative:
H4: the lot was manufactured from november 09, 2020 - november 10, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address, phone: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce infusor sv (small volume) leaked. The issue was identified during device use. The device was filled with fluorouracil and 0.9% physiological solution. It was further reported that "solution was leaking after having inserted the 0.9% physiological solution into the infusor, with 60mi syringe fluorouracil and then unscrewing the syringe. The syringe had to be screwed back on because the fluorouracil did not finished going out". There was no report of patient injury or medical intervention associated with this event. No additional information is available.